Manufacturer narrative:
Initial.

Event description:
It was reported that a newly placed freestyle libre 3 plus sensor connected to an ilet system was not providing blood glucose readings after insertion until the caregiver was guided to activate the sensor within the ilet app and initiate the start sensor process, after which activation was confirmed. No adverse clinical symptoms reported. Outcomes included no clinical impact and no alerts or alarms. User support included remote troubleshooting and user education on proper sensor pairing and activation within the ilet app. Investigation of this case revealed user setup error related to sensor activation and pairing, with the device functioning as designed once correctly started. It was concluded, based on previously established findings for similar reports, that the cause was user error due to incomplete pairing and activation workflow.